Event description:
The facility representative reported to baxter global technical services one infusor that shuts off during a procedure. Customer cannot duplicate the problem. The reported condition occurred during in the surgery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been serviced by baxter prior to this event. (B)(4).

Manufacturer narrative:
The reported condition of shuts off was not confirmed or duplicated. However a loose battery wire and damaged motor wire were observed during internal inspection, either of these could have caused an interruption in service. (B)(4).